Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensors are lasting only five days, are causing low blood glucose level alerts and the insulin pump was going into threshold suspend mode. The customer's blood glucose was 150 mg/dl. The customer stated that they were experiencing sensor glucose and blood glucose reading differences; they were getting false low glucose readings. Nothing further was reported.